Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with normal operating currents. No unexpected off no power and low battery alarm noted. Also received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump suspended and turned off. Customer's blood glucose was 30 mg/dl. Customer reported that alarm history showed a lost sensor at the same time insulin pump shut off. Customer was advised to monitor insulin pump. Insulin pump would be replad due to customer's request.